Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees1282 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported the customer has a 5fr. Provena triple PICC that migrated to the neck. Additional information received 12/09/2020: it was stated the cxr showed loop in catheter in the upper chest area cathflow and power flushing not effective PICC pulled back and made into a midline.

Event description:
It was reported the customer has a 5fr. Provena triple PICC that migrated to the neck. Additional information received 12/09/2020: it was stated the cxr showed loop in catheter in the upper chest area cathflow and power flushing not effective PICC pulled back and made into a midline.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, x-ray analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter tip malposition was inconclusive due to the sample condition. Two x-rays were returned for evaluation of this complaint. The first x-ray is labeled ¿f. Rtl #rees1282 friday¿ and the second x-ray is labeled ¿friday 11/20¿. Both x-rays were of a partial torso and were grainy and unclear. The images were forwarded to a radiologist consultant for further review. As per the radiologist, ¿essentially nondiagnostic images. The catheters are seen in the region of the right subclavian and the proximal right internal jugular vein and not overlying the svc, but I can not see the tip.¿ as the catheter tip location could not be discerned in the returned x-rays, this complaint is inconclusive at this time. Based on the description of the reported event, possible contributing factors could include the patient¿s anatomy, insertion or securement technique, or the catheter whipping during power injection. H3 other text : evaluation findings are in section h.11.